Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
Premature trach change had to take place. It was reported that once the trach was inflated, in the patient, the tube broke where it connects to the balloon. It was originally thought it was normal wear and tear. But when the customer had other devices start to fail, it was then realized there might be an issue. There was no injury or trauma when the trach broke or when they were replaced.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D5 is unknown, no information provided to date.

Manufacturer narrative:
Other, other text: the report source was updated to other: care provider. (Updated g3).